Manufacturer narrative:
Upon receipt of the device at our quality assurance laboratory, the device was thoroughly analyzed. The cylinders were microscopically inspected and leak tested. The first cylinder presented broken fabric threads and a hole from kink resistant tubing (krt) wear at the proximal end. The other cylinder presented a hole in the outer tube of the krt at the proximal end. Both cylinders had wear at fold in the proximal end, the middle, and the distal end. Only the first of the two cylinders, did not pass the leak testing. The reservoir was microscopically inspected and wear at a fold in the reservoir shell was identified. The reservoir did pass the leak testing. The pump was examined, and no abnormalities were found. The pump passed the leak and functional testing performed. Based on the available information, the cylinder not passing leak testing could affect product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after the cylinder ruptured during intercourse. The patient noticed a bulge on the right side of the penis two days prior, and then during intercourse the patient heard a popping noise, lost their erection, and felt a sensation of fluid in the scrotum. The physician attempted to troubleshoot the device with no success. Approximately a week later, the ipp was replaced with a new ipp, and there were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after the cylinder ruptured during intercourse. The patient noticed a bulge on the right side of the penis two days prior, and then during intercourse the patient heard a popping noise, lost their erection, and felt a sensation of fluid in the scrotum. The physician attempted to troubleshoot the device with no success. Approximately a week later, the ipp was replaced with a new ipp, and there were no patient complications reported.